Event description:
Patient reported the symptoms of tingling of the lower lip, sores on lower lip, whole body hives and rash, slight swelling of the throat and tongue. The treatment was discontinued on (B)(6) 2011. The patient went to the emergency room (ER) on (B)(6) 2011 and was provided with benadryl and epinephrine. The patient reported to be better on (B)(6) 2011, but still had some of the hives during that day. The treating doctor considered that the event was potentially serious or life threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). The patient visited the emergency room and was given benadryl and epinephrine to alleviate the symptoms. The treating doctor considered that the event was potentially serious or life threatening to the patient.